Manufacturer narrative:
The insulin pump was received with blank display due to battery tube spring missing. The insulin pump was received with broken battery cap. No cosmetic damage noted.

Event description:
The customer's mother reported via phone call that the battery compartment was broken. The customer's mother reported the spring at the bottom of the battery compartment fell out. The customer's mother stated the issue occurred when they inserted a new battery. The customer stated they did not start insulin pump therapy at the time of the call. Customer's blood glucose was unknown at the time of incident. The customer agreed to return the insulin pump for analysis.